Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to begin flow in a buretrol solution set. This occurred during platelets transfusion. It was reported that the user has pressed the transfusor slightly to start the flow of the platelets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.